Event description:
Rec'd call from rn from after hours message. (B)(6) pump was alarming internal clock reset. Called to patient's provided cell phone and it was busy. Rn said patient's message indicated they had called the curlin 24hr help line and were awaiting a call back¿ called patient's home number and (B)(6) verified that husband was on the phone with a curlin rep. Asked that they call me regardless of outcome following that call. Husband called and relayed that they were talked through resetting the internal clock, had new batteries in the pump, and needed to reset the program. Later learned that this was an exception that the company talked the patient through this fix over the phone- a call several weeks later with problems by same patient -a separate medwatch entry- indicated that the company was directing the patients to have pump swapped out. Second event date: (B)(6) 2010. Patient again had pump give reset date and time error on curlin 6000 for tpn infusions. Husband previously had called curlin help line several weeks ago and was assisted in resetting pump. (B)(6) at help line tonight said, they cannot fix this over the phone and would not assist in resetting of pump. Insisted patient must call for pump replacement. Nightly 15hr tpn due to start this evening - special arrangements made to get a replacement pump to patient as soon as possible. Curlin pump (B)(4).